Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the cios fusion system. During an emergency procedure, an image quality issue was reported and c5 and c6 could not be seen adequately. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, it was found that the operator used a specific organ program for this case that was not adequately adjusted. Under assistance of siemens application, the organ program was adequately adjusted and image quality problems did not recur. The manufacturer is not considering further actions resulting from this individual event.